Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Bleeding and gastrointestinal bleeding are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient reported to outlying hospital with syncopal episode and emesis. Head CT performed, which showed no bleeding or abnormality. Patient then brought to another hospital due to acute onset of anemia. Hemoglobin was reported to be 6.8. Repeat head CT showed no bleeding or abnormality. Patient was given 1 unit of packed red blood cells (prbcs) and hematocrit stabilized after 24 hours. Esophagogastroduodenoscopy (egd) study, colonoscopy, and capsule endoscopy were all negative for internal bleeding. It was stated that the issue was resolved on (B)(6) 2015 and the patient was discharge in stable condition. No additional information available.